Manufacturer narrative:
Correction - h6 - component code of "3079 - patient lead" should have been "4755 - part/component/sub-assembly term not applicable" further information was requested but not received.

Event description:
New information notes that the inappropriate shocks were due to atrial fibrillation with rapid ventricular response. Programming changes were made to address the issue. The patient was stable throughout.

Event description:
New information notes that the issue was first discovered remotely.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented after experiencing inappropriate shock on their implantable cardioverter defibrillator. No intervention was reported.